Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery and 3mensio report were provided, and the following was observed; two struts were bent outwards observed at inflow side on the crimped valve. Tortuosity and calcification were present in the access vessels. In this case, the reported event for frame damage was confirmed based on the evaluation of provided imagery. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (device manipulation, high push force) likely contributed to the event. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards south korea affiliate, during transfemoral tavr procedure with a 23mm sapien 3 ultra transcatheter heart valve, the commander delivery system with crimped valve did not pass through the partially expandable section of the esheath. However, after some attempts, it eventually passed but it did not exit the tip of the esheath. Angiogram was performed, and a bent strut was observed on the valve. It was decided to remove the devices. The valve was retrieved within the esheath, and a second commander delivery system with crimped valve passed easily. The procedure was successfully completed without any vascular complications. Patient was fine post procedure and discharged home. Per images received, an esheath liner puncture could be observed.